Event description:
The customer stated they have had cases where the cell-dyn sapphire external barcode reader did not read sample tube ID numbers correctly in that numerical digits were switched. An example was provided where the external barcode reader mistakenly read the number "(B)(4)" as "(B)(4)." The last three digits are used to identify the patient, and no errors have been noted with the last three digits. There was no report of incorrect patient information being reported or impact to patient management.

Manufacturer narrative:
The customer reported a sample ID mismatch with the hand-held bar code reader on the cell-dyn sapphire. The autoloader bar code reader read the bar code label correctly. The customer stated that they were using code 39 bar code labels without a check-digit. The hand-held bar code reader was set up to read only code 39 bar code labels, and the instrument was configured with a check-digit. The hand-held barcode reader read the bar code labels correctly. The issue did not occur again. The cell-dyn sapphire system operator's manual contains adequate instructions for the operator to follow in regards to customizing the instrument for bar code labels, which includes instructions on configuring the instrument with the check-digit option. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire instrument.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.